Event description:
An angiojet xpeedior 100 catheter was used via the contralateral approach to clear a clotted femoral popliteal graft. Bilateral iliac stents were in place from a previous procedure a year ago. Angioplasty was performed on the iliac stents prior to the angiojet procedure. The xpeedior 100 was placed, without significant difficulty, the the graft. Rheolytic thrombectomy was performed. The catheter was then removed. The attending physician did experience difficulty removing the catheter. It was determined the catheter was catching on one or more of the iliac stents in place. Kinking and stripping of the catheter was noted as the catheter was slowly removed. Due to the damage to the catheter it was deemed unusable and was removed from the sterile table. Persistent thrombus remained in the graft. The attending physician then placed a sheath over the hill and proceeded to perform angiojet treatment with a new catheter. The case was completed with adjunctive angioplasty. Thrombolysis was required due to distal embolization. The possis rep retrieved the damaged catheter for closer inspection. It was then discovered the tip of the catheter was missing. The interventional staff and the attending physician were immediately notified. Then under fluoroscopy the metal marker tip was located in the pt over lying the iliac stent. The attending physician did not want to attempt retrieval until after thrombolysis was completed. During this time the home office was contacted for guidance. Info regarding the catheter composition and biocompatibility was relayed to the attending physician. At the conclusion of the procedure it was decided by the attending physician to leave the catheter tip in place. He further stated the incident was not due to any problem with the angiojet catheter. He felt the catheter got caught on the stent, possibly due to it extending into the aorta, but this is only speculative. Pt was discharged and will have a 6 month follow up.